Event description:
The placement of the ascitic drain was performed by a medical student under the supervision of dr of 1/22/98. Since the 1/30/98, the ascitic drainage ceased and leakage was noted from the drain site. This was dressed with padding to promote comfort for the pt. On 2/1/98, the drain was removed by nursing staff as it had been 24 hours with no aescetic fluid drained into the collection bag. Student nurse under the close supervision of staff nurse undertook the procedure of removal of the bonanno catheter. During this procedure, no resistance was felt on removal of tubing. However, a portion of the catheter remained in situ. Only an inch of the tubing was attached to the catheter.